Event description:
Spv-sx was implanted on (B)(6) 2020. Tests before implantation were conforming. On (B)(6) 2022, the lowest set pressure was set at 30 mmh2o. The doctor informed us that the patient was showing symptoms of ventricular enlargement, but his condition was stable. These symptoms indicate an underdrainage and the device was suspected to have malfunctioned. The patient was, however, reoperated on a later date and the valve was changed to hakim. The removed valve was already discarded.